Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the information reported on the patient registration form (prf), a memo4d annuloplasty ring size 28 was implanted and explanted intra-operatively on (B)(6) 2022. No further information is available. No allegation of device malfunction nor serious injury on the patient has yet been received from the site.